Manufacturer narrative:
Na.

Event description:
The customer received questionable high hemoglobin a1c results for a batch of samples totaling about 57 samples and for qc material. The customer felt the results were 3-5% higher than expected for many of the samples. The analyzer involved was cobas integra 800 serial number (B)(4). Of the data provided, examples for ten patients were available. Patient 1: for a sample tested on (B)(6) 2016, the result was 10.0%. A sample was recollected on 03/22/2016 in response to the 03/10/2016 result and the result was 5.8%. Patient 2: for a sample tested on (B)(6) 2016, the result was 9.4%. The result for a sample tested on (B)(6) 2016 was 5.7%. Patient 3: for a sample tested on (B)(6) 2016, the result was 9.8%. The result for a sample tested on (B)(6) 2016 was 5.7% . Patient 4: for a sample tested on (B)(6) 2016, the result was 10.5%. The result for a sample tested on (B)(6) 2016 was 6.2%. Patient 5: for a sample tested on (B)(6) 2016, the result was 8.9%. The result for a sample tested on (B)(6) 2016 was 5.5%. Patient 6: for a sample tested on (B)(6) 2016, the result was 11.0%. The result for a sample tested on (B)(6) 2016 was 6.1%. Patient 7: for a sample tested on (B)(6) 2016, the result was 11.8%. The repeat result was 6.2%. Patient 8: for a sample tested on (B)(6) 2016, the result was 10.6%. The result for a sample tested on (B)(6) 2016 was 6.0%. Patient 9: for a sample tested on 03/11/2016, the result was 10.0%. The result for a sample tested on 03/22/2016 was 5.8%. Patient 10: for a sample tested on (B)(6) 2016, the result was 14.8%. The result for a sample tested on (B)(6) 2016 was 8.3%. The erroneous results were reported outside the laboratory. The patients were not adversely affected. The field service representative checked the analyzer and could not find a cause. He checked the z ropes for operation and wear and performed robotic checks on all transfers which passed. He ran analyzer checks and which were good and passed and ran precision testing. A specific root cause could not be identified. According to the available information, it was unclear if a single reagent pack exhibited the problem as the customer kept many reagent packs onboard the analyzer at one time. The investigation determined hba1c reagent packs exposed to inappropriate environmental temperatures, such as freezing in the back of coolers, may show elevated recoveries. There was no way to know if freezing of this specific reagent took place as the pack in question was not available for further investigation. It was verified that the required storage conditions were met during the entire shipping process from leaving the warehouse until arrival at the customer site. In addition, shipments are monitored on a regular basis according to standards. Therefore, a transport issue could be excluded as the source of the issue. Monitoring of qc results for reagent packs in question was recommended and if qc is suspicious, a cassette calibration should be performed. Compliance with the transport/storage temperatures documented in product labeling is required.